Event description:
It was reported that the patient is having the vns device explanted because it was reported to have made his epilepsy worse. He is also having pain associated with the clavicular scar. No known surgical intervention has occurred to date. No additional relevant information has occurred to date.

Event description:
It was reported that the patient is having the vns device explanted because it was reported to have made his epilepsy worse. He is also having pain associated with the clavicular scar. No known surgical intervention has occurred to date. No additional relevant information has occurred to date.

Event description:
The physician reported that it is not clear how the vns made the epilepsy worse. The family stated frequency increased. However, the physician did note that the he does not think vns is the cause of the worsening seizures.

Event description:
Additional information received noting that the patient underwent explant surgery. Explanted device has not been received for analysis to date.